Event description:
Complainant alleged that while attempting to monitor a patient (age and gender unknown), the device was unable to obtain ECG signal via the multifunction cable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that during subsequent testing, the device was unable to discharge.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.